Event description:
A high reading issue was reported with use of the adc device. The customer received unspecified high sensor scan results compared to "values too low" on an unspecified blood glucose meter and as a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.